Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes pdt uniperc was leaking from the channel by pilot balloon and cuff. Weak occurred during patient usage as tidal volumes was not being achieved. Ent was consulted and urgent assessment was made for tracheotomy tube exchange size 8 was exchanged and cuff pressure checked with no leak.